Manufacturer narrative:
Due to character limit in d 10 field maquet sensation plus iabp catheter 8frx50cc a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a cardiosave balloon pump console shut down while in operation on a patient in the ICU. No harm.

Event description:
N/a.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse found error codes 111, 112, and 118 in the logs. The fse replaced the executive processor board as a precautionary measure. Some discolored spots were observed on the upper screen. However, the customer chose not to replace the screen. B.17 software was installed. Transducers were re-calibrated. The unit passed all functional and safety tests per manufacturer specifications. As of now, getinge has not received the part that was claimed to have been returned. If the part is received, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Corrected fields: h6 (health effect ¿ clinical code, component codes, investigation findings).

Manufacturer narrative:
Corrected fields: h6 (medical device problem code).

Manufacturer narrative:
Updated fields - b1, b2, b4, b5, d9, g3, g6, h1, h2, h6(health effect ¿ clinical code and health effect ¿ impact codes), h11.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a cardiosave balloon pump console shut down while in operation on a patient in the ICU. Once they re-initiated therapy on the new console, the patient started complaining of 10/10 chest pain. The patient experienced intramural hematoma involving the proximal through mid-descending thoracic aorta. Focal extraluminal contrast at the transition between the distal arch and proximal descending aorta which could represent a penetrating atherosclerotic ulcer or pseudoaneurysm.